Event description:
Surgeon requested monopolar curved scissors in use be cleaned. Scrub nurse noticed that the tip of the instrument, the orange insulation, was broken. Cable was intact. Instrument was changed and procedure completed. X-ray taken and negative for retained foreign object.